Event description:
It was reported that during a procedure at the user facility an irrigating attachment was dropped on the floor. The item was picked up and placed on a tray of identical equipment and the case proceeded after a nurse verified the integrity of the equipment. The procedure was completed successfully. A few hours after surgery the central sterile department noted a broken tip on one of the irrigating attachments present during the case. The doctors for the case informed the patient of the broken tip. Follow-up x-rays on the patient did not detect any device fragments in the patient. No adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility an irrigating attachment was dropped on the floor. The item was picked up and placed on a tray of identical equipment and the case proceeded after a nurse verified the integrity of the equipment. The procedure was completed successfully. A few hours after surgery the central sterile department noted a broken tip on one of the irrigating attachments present during the case. The doctors for the case informed the patient of the broken tip. Follow-up x-rays on the patient did not detect any device fragments in the patient. No adverse consequences.